Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the left distal middle cerebral artery under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 80%. Predilation was performed with a balloon catheter, followed by stent (subject device) implantation. "Residual stenosis was 30%. Procedural complications reported during the stenting procedure were vasospasm and target vessel thrombosis." It was reported that "the patient was treated with medications (unspecified). The events resolved without residual effects in 2006.." The patient was discharged home 2 days post procedure.

Manufacturer narrative:
Subject device placed successfully; however, procedural complications occurred. Follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there was no apparent device failure. Because the device remains implanted, no evaluation will be performed,